Event description:
Voda guide was attempted for intubation of difficult lad ostium (separate from cx ostium). Two episodes where guide turned over, but straightened with wire and manipulation. As went to remove guide over wire, primary and secondary curves collapsed into a tight j which could not be straightened even with an amplaty stiff wire. During attempt to use 7f usci hemaflex sheath to help straighten the guide, the guide shaft broke at 20cm. From tip. Guide/sheath cut with scissors outside of skin to reaccess guide lumen with wire. Iliofemoral fragment converted to aortic fragment with wire. Fragmented retrieved! No complications except equipment failureinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.